Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-14179 and 3005099803-2013-14180 address these devices. It was reported to boston scientific corporation on (B)(4) 2013 that two resolution hemostasis clipping devices were used during a colonoscopy procedure on (b(6) 2013. According to the complainant, during the procedure, the two resolution hemostasis clipping devices were not able to grasped tissue, and would not separate or detach from the catheter when they tried to deploy. The clips eventually fell into the patient and were retrieved. The procedure was completed with another hemostasis resolution clip device. There were no patient complications as a result of this event. The patient was reported to be good post procedure.

Manufacturer narrative:
(B)(4) - the reported event of clip failed to release from catheter. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.